Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  did not provide therapy when needed. It was noted that while wavelet match was appropriate there were episodes that appeared too brief to allow full detection. Therefore the tachycardia detection interval was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.